Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the implant of a micro-filtration device, she experienced an increase in pressure in her eye. The surgeon was contacted and believes the device is in a good position. Additional information was requested and received. There are two reports associated with this report. This represents the patient's right eye.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of increased iop; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon was required to perform a gatt with irrigation on the patient.